Event description:
(B)(4).

Manufacturer narrative:
Our tech support called the customer back, and the nurse stated that the screen was back on and did not want to make changes and would call their bme in the morning. We spoke to the bme, and they were unable to duplicate the issue. They confirmed all power and cable connections were fitted and connected properly.